Manufacturer narrative:
It was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. The sample sent by the customer was verified and it was possible observe barrel cracked. The potential cause for the occurrence is a failure at syringe assembly station, which caused the barrel cracked at another syringes. The incident identified from this complaint will be monitored for trend evaluation.

Event description:
It was reported that a bd solomed¿ needle had a cracked syringe.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd solomed¿ needle had a cracked syringe.